Event description:
Report received indicated the pt experienced a red, itching, irritated area without weeping around the adhesive border. The pt experienced the condition during a period of a few weeks prior to complaint receipt. Pt treated with stomahesive powder and allkare skin care. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.